Event description:
The reporter of this incident requested the services of the manufacturer to download the memory from two suspect devices and to perform an evaluation on the systems. Both devices were used to check the patient's blood glucose and results obtained were high. The family member took the patient to the hospital and the hospital confirmed a high glucose value. No other information was provided at this time. The patient expired in 2002. The devices were requested to be returned for evaluation by the manufacturer.